Event description:
It was reported that the surgeon reported to our sales representative, that he was performing a surgery procedure. During this procedure, he observed a peg on the baseplate is missing. Therefore, he took another peg from a different baseplate to be able to complete the surgery.